Manufacturer narrative:
This device involved in this event has not been returned for evaluation. Following completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
It was reported from (B)(6) that during the embolization treatment of an aneurysm, the device was inserted through the microcatheter and resistance was encountered. Upon withdrawal, the coil detached from the delivery pusher. The coil location was not identified. Fluoroscopic examination found the coil dislodged within the microcatheter around the aorta. The microcatheter was removed. The catheter was flushed and the coil was not found. The cranium and guide catheter were examined for the location of the coil, however it was not visible or located. A new catheter was used to complete the procedure successfully. No harm or injury was reported.